Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, while putting the trays back together in sterile processing department (spd) after going through the washer, it was noticed that the tip of the two (2) flexible reamer shafts broke. There was no patient involvement. This report is for one (1) 5.0mm flexible shaft. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 5.0 mm flexible shaft was received with one of the tabs of the distal tip of the shaft broken off. No pieces were returned. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant feature has broken off and was not returned. Document/specification review: the device shows signs of significant impact from over 13 years of use. Based on the investigation there is no indication that a material issue contributed to the complaint therefore a material/hardness review will not be performed. Conclusion: the complaint condition is confirmed as the 5.0 mm flexible shaft (part # 352.040, lot # 2124367) was received with one of the tabs of the distal tip of the shaft broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off axis or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 352.04. Lot: 2124367. Manufacturing site: bettlach. Release to warehouse date: 04.mar.2005. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.